Manufacturer narrative:
(B)(4). The customer reported that the ac power cord was caught under the treadmill and sparks were coming out. There was no patient involvement. A philips field service engineer confirmed the customer's reported problem and stated that the power cord was not properly installed to the unit. The power cord was replaced and installed correctly, and the device is now working as intended.

Event description:
The customer reported that the ac power cord was caught under the treadmill and sparks were coming out. There was no patient involvement.